Event description:
A surgeon reported that a system messaged occurred and the iop (intraocular pressure) was not available during surgery. The surgery was completed with the iop control turned off. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is expected, but has not yet been received for eval. (B)(4).